Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0505. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a device replacement procedure, the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced excessive bleeding in the device pocket. The physician took additional time to cauterize and control the bleeding. Later, an infection was suspected and the pocket was opened. It was reported that the pocket was full of blood clots/hematoma. The device and electrode were explanted and sent for testing to rule out an infection. The patient was fitted with a life vest until a new system could be implanted. There were no additional adverse patient effects reported. The s-ICD will not be returned.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection and bleeding. Reportedly, the patient's pocket continued to bleed then the physician decided to cauterize to control the issue. Subsequently, the physician thought about the infection and found lots of blood clots after opening the s-ICD pocket. A revision was performed and the s-ICD along with the implantable lead were explanted. The patient is wearing a life vest and awaiting an upgrade procedure to be performed at a later date. There were no additional adverse patient effects reported.